Manufacturer narrative:
(B)(4). Information was not provided by the contact. Joint cover. Additional information was requested and the following was obtained: what was meant by malfunctioned? The device locked-out on tissue. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? N/a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The event occurred on the second firing in a gastric sleeve procedure. The first firing on the pylorus was fine. During which stroke did the event occur? The device locked out on the tissue before it was fired. What color cartridge was being used? Green. Were any of the forces higher or lower than expected (closing or opening)? No. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the device malfunctioned. It was unknown how the case was completed. There were no patient consequences reported.